Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found that the anomaly was caused by a faulty rf module.

Event description:
It was reported that prior to implant the device would not interrogate. Despite removing from the packaging, the device still would not interrogate. This device was not implanted.